Manufacturer narrative:
The pump was received with pump error 38 due to jammed gearbox. Damage (physical or cosmetic) not found during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir was able to luck in place. Blood glucose was 8 mmol/l. The insulin pump will be returned for analysis.